Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 01/15/2024, it was reported that the patient was reportedly with the police at the time of the inaccuracy episode. The patient experienced lightheadedness and experienced loss of consciousness. The bg by ems was 31 mg/dl while the cgm was reading around 100 mg/dl. The patient reportedly regained consciousness in the ambulance. Emergency staff gave him intravenous glucose, did an MRI on his head and gave him orange juice. The patient was reportedly stable the following day at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.